Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of an indicator torque wrench was twisted while installing a plug during surgery. An alternative driver was used to complete the procedure. There were no reports of patient impacts.

Manufacturer narrative:
An incorrect date was entered in the initial submission; the correct date is jan 30, 2018.

Manufacturer narrative:
The returned torque indicating wrench was evaluated. The tip was confirmed to be fractured and the "0" torque indicating lines were no longer aligned. The device was disassembled and the spring was found to be deformed, indicating the device was over-torqued during use. The labeling was reviewed and found to contain instructions regarding product use, including a note letting the user know that this device does not provide an audible click when the appropriate torque is achieved; instead the indicating lines align when the proper torque is met. A review of the manufacturing records did not identify any issues which would have contributed to this event.